Event description:
Laparoscopy - "trocar used without pneumoperitoneum with immediate use of optic in the peritoneal cavity. Upon introduction of the trocar, peritoneal galling 1c, from the iliac bifurcation. Cure of hernia and control the integrity of vessels. Day +2: peritonitis by perforation of small intestine handle due to the trocar." "Second emergency operation with post operative stay in intensive care and hospitalization for ten days."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.